Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The reported issue was intermittent, to resolve the reported issue, the starter board was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect starter board has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while in a spinal fusion, 3d image acquisitions could not be transferred to the medtronic navigation system being used in the procedure. It was reported that 2d image acquisitions could be transferred and that the connection was marked as green. Restarting the navigation system and imaging system did not restore functionality. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: nature and circumstances of aro. Location of aro: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
The starter for the generator of the imaging system was returned to the manufacturer for analysis. The starter was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.